Event description:
The pt reported insulin spilled into the cartridge compartment of her insulin infusion device. She stated the adapter was not properly screwed on after she inserted a full cartridge of insulin. She said when she removed the cartridge, the plunger remained attached to the piston rod and insulin spilled inside the compartment. The pt stated, she thought she would let the pump dry out, but now it will not turn on. The proper procedure for removing a cartridge was reviewed with the pt. The pt switched to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.